Manufacturer narrative:
(B)(4). Results of investigation: vyaire medical was unable to duplicate the customer's reported issue during testing and evaluation. All testing was performed using a good known test patient circuit and test lung. The ventilator passed an extended 66 hour run in test with the customer's settings without any unusual alarms and conditions. The ventilator also passed the ltv final test, which includes many ventilation and alarm functions. Internal inspection did not reveal any abnormalities with the ventilator, however, a review of the event trace log reveals multiple ¿xdcr flt¿ conditions. Vyaire medical repaired the unit to address the reported issue.

Event description:
It was reported to vyaire medical that the ventilator was alarming xdcr fault. There was no patient involvement associated with this complaint.